Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1617487-2017-06962. It was reported the patient experienced ineffective stimulation. An x-ray was taken and confirmed lead migration. Surgical intervention may be pending to address the issue.

Event description:
Device #2 of 2: reference MFR. Report: 1617487-2017-06962. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg and lead were explanted. The devices were replaced with competitors devices.